Event description:
It was reported the device reached recommended replacement time within 1.5 years post implant. Also, the left ventricular (lv) output had been set at 8.0 volts at 1.0 milliseconds for the lv lead having chronic threshold of 8.0 volts at 0.6 milliseconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.